Manufacturer narrative:
(B)(4). S/w version 4.11j. Retainer ring black. Customer returned insulin pump for an alleged sensor updating and calibration not accepted found on (B)(6) 2021. Insulin pump passed functional testing including displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active currents measurement and self-test. Pump communicated and calibrated properly with test guardian link transmitter. No calibration not accepted alert or sensor anomalies noted. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, damaged display window cover, cracked case, label damage, and corroded battery tube. Unexpected error message not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that they had problem with sensor updating and calibration not accepted. No harm requiring medical intervention was reported. The customer will discontinue to use the device.